Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 684437) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopy placement of essure coils,thermal balloon endometrial ablation.". The patient's medical history included follicular cyst of ovary, uterine cyst, fatty liver infiltration, endometrial ablation, dysmenorrhea, menorrhagia, cholecystectomy and right lower quadrant pain. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery most recent follow-up information incorporated above includes: on 26-feb-2019: mr received : lot no. Was added. Event hysteroscopy placement of essure coils, thermal balloon endometrial ablation were added. Medical history was added. Patient's demographics were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 684437-invalid) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopy placement of essure coils,thermal balloon endometrial ablation.". The patient's medical history included follicular cyst of ovary, uterine cyst, fatty liver infiltration, endometrial ablation, dysmenorrhea, menorrhagia, cholecystectomy and right lower quadrant pain. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery lot number report 684437 is invalid. Most recent follow-up information incorporated above includes: on 6-mar-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 684437-not valid) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes conformation test" and medical device monitoring error "hysteroscopy placement of essure coils, thermal balloon endometrial ablation.". The patient's medical history included follicular cyst of ovary, uterine cyst, fatty liver infiltration, endometrial ablation, dysmenorrhea, menorrhagia, cholecystectomy and right lower quadrant pain. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery discrepancy noted in date of insertion-2010 , (B)(6) 2009. Lot number report 684437 is invalid most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new event plaintiff did not undergoes conformation test added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.